Manufacturer narrative:
Additional: (MFR. Name, name, email), (phone number, fax number), evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the instrument noted that the center bar had retracted in the retainer. No loading unit was received. Functional evaluation could not be performed due to the center bar in the retainer. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the center bar retraction condition may occur if the loading units are unloaded improperly. After firing, if the firing knob is not fully retracted, difficulty in removal of the loading unit may be experienced and the center bar may fall back into the firing knob retainer. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic during gastroplasty, the device was unable to fire while being applied to stomach. The surgical time was extended for 30 minutes or more due to product replacement. The product was replaced to complete the case. There was no patient injury.